Manufacturer narrative:
At this time the device has not been returned. Therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If the device is returned, product analysis will be completed, and an updated supplemental report will be submitted.

Event description:
It was reported during a routine device revision procedure that this right atrial (ra) exhibited noise on the ra channel. The physician reported an insulation issue and this ra lead was surgically capped/abandoned (i.e., it remains implanted, but is no longer in service). A new ra lead was implanted. Besides surgical intervention, no adverse patient effects were reported.